Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited undersensing during device charging at the time of defibrillation threshold (dft) testing at implant. Two external shocks were delivered, however, were unsuccessful in converting the rhythm. Three commanded shocks were then delivered by the device, however, were unsuccessful in converting the rhythm. Following cardiopulmonary resuscitation, administration of amiodarone, epinephrine and additional external shocks, the rhythm was converted. High shock impedance measurements of 114 to 118 ohms were observed following shock delivery through the device. The system was left implanted overnight and surgical intervention was undertaken the following day. This system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.